Event description:
The customer reported that the device displayed error code 01000 (defib biphase error). This error code is accompanied by the message/instruction to cycle power and the device then discontinues operation. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device displayed error code 01000 (defib biphase error). This error code is accompanied by the message/instruction to cycle power and the device then discontinues operation. There was no report of pt involvement or adverse pt impact. The customer reported to philips that they had chosen not to have the device repaired and that they are taking it out of service. Based on the customer report we are considering this a malfunction. We cannot determine the cause from the available info.